Event description:
The following information was forwarded to co: in 2001 patient received the device. Subsequently, in 2002, a thrombus was detected on the device side and the device was explanted 6 days later.